Event description:
It was reported that, "the pt developed instability and had recurrent effusions per dr. Dr. Removed the primary tibial insert and replaced it with the new insert." The exact implantation date was not provided, however, it was indicated that the reported device was implanted in 2008.

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.